Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during deployment of a balloon expandable stent graft in iliac, the stent graft allegedly dislodged from the balloon. The health care provider attempted to the capture the stent graft but was unsuccessful and the stent graft fully deployed in the patient. There was no reported patient injury.